Event description:
It was reported that the patient experienced intrinsic urinary sphincter insufficiency with his artificial urinary sphincter (aus). A surgical procedure was performed, the previous cuff size was too big (6.0 cm). All the components were removed and replaced, the cuff was downsized to 4.5 cm. No information about the patient's outcome was provided.